Manufacturer narrative:
This event will be updated once investigation is completed.

Event description:
Allegedly, patient underwent right hip replacement on (B)(6) 2019, revised on (B)(6) 2019 due to stem subsidence. Subsidence caused by periprosthetic fracture below lesser trochanter, not identified on initial post-op x-ray. Flat liner was revised to a lipped on (15 degree). Cemented stem and head from another manufacturer were implanted. (B)(4).